Event description:
It was reported that guide wire coating issue occurred. The stenosed and occluded target lesion was located in the popliteal femoral artery. The vessel was recanalized using a 035 non bsc guide wire and a non bsc guide catheter. Then a 300cm, 8cm v-18¿ control wire¿ guide wire was advanced as a support wire for a 018 non bsc balloon catheter. Prior to balloon inflation, it was noted that there was a presence of a radiopaque dot in the artery. The 300cm, 8cm v-18¿ control wire¿ guide wire was immediately removed and found out that the radiopaque dot was a little piece of coating of the v-18¿ control wire¿ guide wire, which remained attached to the wire. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the unit was returned in a generic plastic bag. The unit returned has distal tip damage, as part of overall visual revision. The device matches with the upn provided by the customer. Visual inspection was performed and the device has a distal tip damage and kink. The overall length and the outer diameter (od) was measured and was found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire coating issue occurred. The stenosed and occluded target lesion was located in the popliteal femoral artery. The vessel was recanalized using a 035 non bsc guide wire and a non bsc guide catheter. Then a 300cm, 8cm v-18 control wire guide wire was advanced as a support wire for a 018 non bsc balloon catheter. Prior to balloon inflation, it was noted that there was a presence of a radiopaque dot in the artery. The 300cm, 8cm v-18 control wire guide wire was immediately removed and found out that the radiopaque dot was a little piece of coating of the v-18 control wire guide wire, which remained attached to the wire. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.